Event description:
It was reported that device entrapment occurred. A 2.50 x 48mm synergy xd drug-eluting stent was advanced but failed to track the lesion. However, the stent balloon got stuck and could not be removed. No patient complications were reported.